Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Patient reported pain and "water bag formed" against an unknown mammary breast implant device on right side. The device remains implanted.

Manufacturer narrative:
Additional health effect - impact codes: f1903, f2201, f2301. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reports capsular contracture, baker grade unknown, rupture, and double capsule. The physician suspected bia-alcl, but biomarkers were negative for alk-1 and cd30. The event of lymphoma has been deemed not related to the device, as it was confirmed not to be alcl. The device has been explanted.